Event description:
It was reported that guidewire stuck occurred. The stenosed target lesion was located in the left femoral vein. An angiojet zelante was selected for use. During mechanical thrombectomy, advancement of the device was unsuccessful. When the catheter tip was advanced approximately 45 cm over a 0.035 x 260 amplatz guidewire, it became stuck and could not be advanced further. The device was replaced with another catheter of the same model, which allowed the procedure to be completed successfully using with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter facility phone number: (B)(6).

Event description:
It was reported that guidewire stuck occurred. The stenosed target lesion was located in the left femoral vein. An angiojet zelante was selected for use. During mechanical thrombectomy, advancement of the device was unsuccessful. When the catheter tip was advanced approximately 45 cm over a 0.035 x 260 amplatz guidewire, it became stuck and could not be advanced further. The device was replaced with another catheter of the same model, which allowed the procedure to be completed successfully using with another of the same device. There were no patient complications as a result of this event. It was further reported that issue occurred during insertion while the 0.035 x 260 amplatz guidewire was inside the patient, however, the zelante catheter had not been introduced into the patient. Therefore, removal of this device from the patient was not required, as it never entered the patient.

Manufacturer narrative:
E1: (B)(6).